Manufacturer narrative:
(B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd ultra fine¿ insulin pen needle had an issue with leakage during application. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: a complaint about bd ultra-fine 4mm needles (lot 8135640 b fab 2018/06 val 2023/05), the disposable pen leaked a lot, said the pain is when the needle is getting into the skin and when the insulin is being applied does not know how many needles this occurred, also mentioned that it uses the needles up to two times and makes the rotation of application.